Event description:
According to the customer, an erroneously elevated prolactin (prl) result was generated by the access instrument. The erroneous prl result was 223.55 ng/ml. The result was reported out of the laboratory. The physician has been treating the pt with increased dose of dositinex. An MRI was preformed on the pt to reassess the pituitary tumor size. The physician determined that there has been no significant change to the tumor size. The customer sent the sample to a reference laboratory for retesting. The prl result from the reference laboratory was <1 ng/ml. The customer wanted to know if there were any interfering substances in the sample. Based on the elevated erroneous results, pt treatment was affected.